Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On the same day the sensor was inserted, the patient felt sick on the way to work, she started to experience dizziness and almost had a car accident, then she lost consciousness. Before losing consciousness in the car the patient was able to self-treat with rescue carbohydrates, 2 bags of sugar and a piece of chocolate. The patient drove to the emergency room and remained under observation in the emergency room that day. The cgm was reading 112 mg/dl and the blood glucose reading was 30 mg/dl. There is no information on what treatment was provided in the ER. The patient recovered and was discharged the same day. At the time of the report, the cgm reading was 52 mg/dl and the bg was 135 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c and d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.